Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint will is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical info could be seen. Complainant indicated that there was no pt involvement in the reported malfunction.